Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the right ventricular lead revision procedure, the lead could not be removed from the device header. The lead was explanted and replaced concurrent with the device. The patient was in stable condition.